Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 260 mg/dl (advantage) and 131 mg/dl (aviva). Customer took her morning insulin dosage based on the 131 mg/dl reading. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The strip lot number was not provided; therefore, the manufacture date is unknown. This medwatch report is for the suspect device used in the aviva system (lot number and expiration date are unknown). (B)(4).